Manufacturer narrative:
Investigation conclusion: alere has withdrawn the alere inratio®/inratio®2 pt/inr system from the market and is no longer manufacturing alere inratio® test strips and monitors. In addition, all alere inratio® test strips are now expired. Please work with your healthcare provider to transition to an alternative monitoring method, such as a plasma-based laboratory inr method or a point-of-care monitoring system from a different manufacturer. Based on the limited information provided, further investigation is not possible at this time.

Event description:
The patient began using the inratio system in 2010 and reported inr results to his cardiologist. On or around (B)(6) 2016, the patient experienced a stroke, which resulted in permanent injuries, including but not limited to vertigo. Per the patient, the inratio system "returned significantly inaccurate inr results, which in turn prevented his medical providers from prescribing a safe and effective dose of coumadin in a timely manner," resulting in the reported injuries. No additional information was provided by the patient.